Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is not holding all boluses in the history: she gave 2 boluses today and when the history was checked with customer technical support (cts) only one bolus was found. Bolus history: (B)(6) 2013, 6.10 units, pt states that she had a 12 unit bolus at 1-130pm (information not found in the history.) The reporter also states that the maximum bolus is set for 16.00 units and the pump will fluctuate how large of a bolus she is able to send. She has been forced by the pump to send a 6.00 unit as opposed to the 16.00 units she attempted: intermittently the pump will allow boluses between 6 and 20.00 units. She denies any trauma or moisture to the pump. Her blood glucose (bg) has been 110-200 mg/dl, with no symptoms. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported based in the allegation that the pump will not allow the patient to bolus as needed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.